Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 570:320:844:0000 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a 570:320:844:0000 failure code. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem of failure code 570:xxx , that was attributed to depleted main batteries, was a result of user error.